Manufacturer narrative:
Unit received with cracked reservoir tube lip, loose/protruded drive support disk, minor scratched display window, cracked case at display window corner, cracked battery tube threads, missing end cap sticker and missing drive support sticker.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that drive support cap was damaged and loose. Customer also reported that reservoir compartment was cracked. Customer does not know how damage occurred. Customer's blood glucose was 179 mg/dl. Customer was advised that insulin pump would need to be replaced.